Event description:
The complaint alleged that a minor received burns while using a personal steam inhaler. It is unknown how this incident occurred, or whether medical intervention was sought for their injuries. The instructions for proper use have a clear warning to never hold the unit while in operation and that the unit should not be operated by children. The instruction also state that the product should only be used on a flat level surface to avoid spilling water. Kaz USA, inc. Requested that the product be returned to our company for testing, but they have refused to do so.